Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to lead fracture. The physician stated that the lead had perforated the myocardium one month after implant and was repositioned at that time. The sense/pace portion of the lead was capped. The defib portion remains active.